Manufacturer narrative:
The bme would like to send the unit in for repair. The device was in use on a patient, however, no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit intermittently stopped giving gas readings.

Event description:
The biomedical engineer (bme) reported that the multigas unit intermittently stopped giving gas readings.

Manufacturer narrative:
Details of complaint: on 9/21/2018, customer reported that on a few occasions, this gas unit showed it was connected and receiving gas but did not give readings on the connect monitor. Customer biomed had not been able to successfully reproduce the issue. Customer change out the water traps on a "regular basis" and followed the prescribed warm up time. Aux cable was fully connected and checked for bent/broken pins. When nk tech support followed up with customer on 12/27/2018, customer stated to close the ticket. Further information was not provided. Service requested: none. Service performed: none. Investigation result: device was not returned to nk for evaluation and/or repair. Device was put into service on 11/6/2008. Warranty expired on 11/6/2013. Due to no evaluation, and due to the issue could not be successfully duplicated by customer biomed, the root cause could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion device was not returned to nk for evaluation and/or repair. Device was put into service on 11/6/2008. Warranty expired on 11/6/2013. Due to no evaluation, and due to the issue could not be successfully duplicated by customer biomed, the root cause could not be determined.